Event description:
It was reported that during the implant procedure, multiple implant sites were attmpted but all were all were associated with persistently elevated pacing threshold. The lead was eventually implanted. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).